Event description:
It was reported that subsequent to catheterization with the pneumothorax device, the pt developed a simple tension pneumothorax. The pt was being transported and mechanically ventilated when they experienced respiratory arrest. The pt later expired of causes unrelated to this event. The pt had severe chronic obstructive pulmonary disease. The product labeling lists tension pneumothorax in the cautions.